Event description:
It was reported that during pre-use testing, the balloon would not inflate. Another catheter was used for the procedure and no patient injury occurred. No visible damage was noted in the report but the device returned contained significant damage.

Manufacturer narrative:
The customer returned two unused fogarty arterial embolectomy catheters; one damaged complaint unit and one undamaged unit that the customer could not explain why it was returned. During testing, the damaged unit would not inflate, as reported. The balloon was found ruptured completely around the circumference and there appeared to be some latex missing. No visible damage was observed on the balloon windings or catheter body. A review of the manufacturing records indicated that the product met specifications upon release. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. It could not be determined if handling may have contributed to the complaint reported. No actions will be taken at this time.